Event description:
It was reported that the devide displayed the error message "device failed". There was no patient involved.

Manufacturer narrative:
The device used in treatment has been returned and evaluated, establishing a relationship between the event and the reported device. A visual inspection found no defects. The functional evaluation confirmed that there was "device failed-please return" error message when turned on; device operation failed to go past the error message and the root cause has been identified as internal software error. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.